Event description:
Report received of flapper valve sticking in open position. Anesthesiologist used set for surgery. Flapper valve was stuck in the open position, unnoticed by the anesthesiologist, allowing air into the IV line. The anesthesiologist noticed the air in the line before it entered the patient, and the tubing was changed with no harm to the patient.